Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the low load fluro was selected and there was problem with the tube rotor. During troubleshooting, the fse found that both the issues are due to the cooling unit level. The fse adjusted the flow switch of the cooling unit. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that image processing was not available due to a low load fluoroscopy flavor selected/tube rotator problem. There was no reported patient or user harm. A philips field service engineer (fse) checked oil level, voltage from the rotor controller, strainer in cooling system, used bypass hose at the pump and tube. The system was confirmed to have low. The flow switch was adjusted, and the system was returned to use in good working order.